Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable. Please note additional device implanted in the pt and related to this event.

Event description:
In 2005, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date, the pt presented to the emergency room due to abdominal pain. A computed tomography angiogram (cta) was performed and confirmed a proximal type I endoleak, a type ii endoleak from the lumbar arteries, and aneurysm growth with a impending rupture. In 2008, the pt underwent reintervention and two aortic extender components were implanted to repair the proximal type I endoleak. The pt tolerated the procedure.